Manufacturer narrative:
B3 date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that stent moved on the balloon. During preparation, when a 7.0x30x135cm express ld iliac / biliary stent was taken out of the package, it was noted that the stent was loose on the balloon. The procedure was completed using an alternate device and there were no patient complications reported.

Event description:
It was reported that stent move on balloon occurred. During preparation, when a 7.0x30x135cm express ld iliac / biliary stent was came out of the package, it was noted that the stent was loose on the balloon. The procedure completed using an alternate device and there were no patient complications reported.

Manufacturer narrative:
B3 date of event: used the first date of the month of the aware date as no event date was provided. Updated fields: g1 MFR contact first name, MFR contact last name, MFR contact phone number, MFR contact email. Device evaluated by manufacturer: an express-b-I ld, pmtd, 7.0x30x135cm was received for analysis. A visual examination identified that the stent had moved approximately 2mm proximally on the balloon catheter. A visual examination found no damage to the displaced stent. No other issues were identified with the stent. A visual examination identified that the balloon of the device was received tightly folded which indicates it had not been subjected to positive pressure. A visual examination identified no issues with the balloon material. A visual examination identified no issues with the tip of the device. A visual and tactile examination identified no damage or issues with the shaft of the device.